Event description:
It was reported to philips that the device had a power module issue. There was no patient involvement.

Manufacturer narrative:
This report was discovered to be a duplicate of (B)(4) submitted as MDR number 3030677-2023-00073. Device investigation is completed; please see updated codes in this report.